Manufacturer narrative:
The tech found the drive brake block assembly was not holding. He cleaned the drive brake block assembly lubricated bearings, and replaced the bearing washer to repair the bed.

Event description:
The account alleged the bed drifts down slowly.